Manufacturer narrative:
The dentist stated the patient was an elementary school student but did not report the patient's age in the patient information section. The dentist also did not report the patient's name or weight.

Event description:
On (B)(6) 2016, an nsk handpiece z85l (0bc30102) was returned to nakanishi from a distributor for repair. There was a note with the handpiece stating the handpiece had overheated. On (B)(6) 2016, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. The event occurred on (B)(6) 2016. The dentist was treating a tooth in the upper jaw using the z85l. When the handpiece touched the patient, the patient commented that the handpiece felt hot. The patient was not under local anesthesia. According to the dentist, the handpiece produced some abnormal noise during the operation. The dentist said that the patient had not been injured.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: a) nakanishi examined the device history record including repair records, for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 4 service records (march 2013, february 2014, october 2014, and june 2016) since the device was shipped. The service records showed that all criteria had been met at the necessary operation checks after the repair (replacement of cartridge, head cap, dog clutch, head ass'y and drive shaft). B) investigation of overheating. B.1) temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each testing points. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. B.3) nakanishi measured the temperature rise of the returned handpiece at 200,000 rpm (motor revolution 40,000 rpm). There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification. C) nakanishi observed normal rotation without any abnormal noise. D) visual inspection of the other parts - nakanishi disassembled the handpiece and performed a visual inspection of the other parts. - nakanishi did not observe any damage or wear inside the parts. - nakanishi took photographs of all the disassembled parts and kept them in a file. E) conclusion reached based on the investigation and analysis result. E.1) nakanishi identified that the cause of the overheating of the returned device was foreign material ingressed into the bearing during rotation. This contributes to the handpiece overheating. E.2) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: e.2.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. E.2.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece prior to use to prevent overheating as instructed in the operation manual. Nakanishi contacted the dentist for more patient information on (B)(6) 2016, but the dentist did not disclose the patient identifier, age, or weight.